Event description:
It was reported that the patient had a pump implanted in 2009. The report indicated that when the patient was ready to go to sleep her husband gave her oral medications; believed to be in excess of what was prescribed by the hcp. The patient went to sleep and died in her sleep. The pump was used to deliver morphine 10 mg/ml and bupivicaine 2 mg/ml. It was running at the slowest possible rate for typical infusion therapy. On simple continuous, the morphine was running at 0.48 mg/day and the bupivicaine was running along with that at 0.096 mg/day. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.